Event description:
It was reported that the lead was replaced due to change in thresholds and r-waves. During the lead reposition, the helix would not retract or extend.

Manufacturer narrative:
The report in its entirety was completed solely by st. Jude medical, inc., crmd. Labeling: device code - 2574, 2575 - labled.